Manufacturer narrative:
The vad remains implanted. It was indicated that the involved batteries would be returned to the manufacturer; however, they have not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms on the date of the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Log file analysis revealed a vad stop alarm due to a driveline disconnection. Shortly afterwards, a controller power up occurred with an associated vad stop alarm indicating that the controller was powering up with the driveline still disconnected. The pump successfully restarted 30 seconds after the controller power up was initiated and a driveline connection occurred. Applicable risk documentation and experience with events of similar circumstances were considered; events with vad stop alarms of type vad disconnect are most often attributed to a driveline disconnection. The most likely root cause of the reported event is a driveline disconnection. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient described a short pump stop that occurred without him doing anything. Two batteries were exchanged. It was indicated that there was no effect on the patient.